Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the surgeon was not able to insert the drill sleeve into the two plate holes at the proximal region during a procedure on (B)(6) 2015. The surgeon opted to use cortex screws at that point instead of locking screws. The sleeve was able to be inserted into the holes at the plates distal region without any issue. A twenty (20) minute surgical delay was noted. This report is 2 of 3 for com-(B)(4).

Manufacturer narrative:
Device is an instrument and is not implanted or explanted. Per facility, the complainant part is not available for return. Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.